Manufacturer narrative:
Device was not implanted, device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved angio-seal device failed to achieve hemostasis, even though most of the procedure was completed. The physician assumed that there was something wrong with the collagen. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. Blood loss was reported to be less than 250cc. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 9 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported angio-seal device. Additional information was received on 11/5/2018. The physician observed bleeding but not oozing from the artery, even though he went through the hemostasis procedure with the angio-seal to the final stage. Technical factors might be likely, however, the physician assumed that the puncture site was not properly sealed with the collagen this time.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.